Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate therapies. The device was found in backup vvi mode. A successful download was performed and the device was restored to normal operation. The ventricular lead was suspected to be dislodged. The physician elected to program off the hv therapy and pacing on the device. Since the patient is pacemaker dependent, a previously implanted pacemaker was reactivated.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate therapies. The device was found in backup vvi mode. A successful download was performed and the device was restored to normal operation. The ventricula...